Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for 89 patient samples tested for elecsys vitamin d total gen. 2 assay (vitd) on a cobas 6000 e 601 module (e601) between (B)(6) 2018 and (B)(6) 2018. Of the questioned samples, 30 had erroneous results. The customer initially provided data for three patient samples that were affected. The first sample initially resulted as 90 ng/ml and this value was reported outside of the laboratory. The sample was repeated, resulting as 59 ng/ml and this value was believed to be correct. The customer decided not to correct the initial value of 90 ng/ml. The second sample, from a (B)(6) female patient born on (B)(6) 1966, initially resulted with a value of > 100 ng/ml accompanied by a data flag. The sample was repeated, resulting as > 100 ng/ml accompanied by a data flag. The sample was manually diluted 1:2 and repeated, resulting with a raw value of 87.6 ng/ml which calculated to a final value of 175 ng/ml. The 175 ng/ml value was reported outside of the laboratory and questioned by the physician. The sample was repeated the next day, resulting as > 100 ng/ml accompanied by a data flag. The sample was manually diluted 1:2 and repeated, resulting with a raw value of 44 ng/ml which calculated to a final value of 88 ng/ml. The sample was repeated at a second site (quest) on a siemens analyzer, resulting as 53 ng/ml. The patient result was corrected to the value measured on the siemens analyzer. The third sample initially resulted as 96 ng/ml and repeated as 81 ng/ml. The customer stated that a field service engineer worked on the analyzer on (B)(6) 2018. The third sample was repeated after service actions and resulted as 60 ng/ml. The sample was sent to quest for testing on the siemens analyzer, resulting as 58 ng/ml. No erroneous results were reported outside of the laboratory for this sample. Starting on (B)(6) 2018, the customer tested patient samples at their site and then sent them to quest for comparison testing. Refer to the attachment for this patient data (patient/samples 4 through 30). For these samples, initial testing was performed on a plasma tube. Some of these plasma samples were re-centrifuged and repeated. The serum tubes collected for some samples were also repeated. Quest uses the serum tubes for testing. No erroneous results were reported outside of the laboratory for these samples and the results from quest were believed to be correct. No adverse events were alleged to have occurred with these patients. The e601 analyzer serial number was (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A work around has been provided to customers.

Manufacturer narrative:
Related calibration and control results did not show any issues.

Manufacturer narrative:
The customer confirmed that the erroneous patient results were generated on (B)(6) 2018. The field service engineer could not determine a cause. He replaced the reagent probe and increased its rinse volume. Other rinses on the instrument were also fine tuned. Calibration and controls tested after these actions were acceptable. Upon review of the alarm trace, there were some short sample alarms occurring on (B)(6) 2018. The customer did not use required rack adapters for 13 mm diameter tubes. The investigation was unable to find a definitive root cause.